Manufacturer narrative:
The onset of the patient's infection was reported under MFR. #0002916596-2014-01300. No additional information has been provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had a chronic driveline infection and external driveline damage for 6 years. On (B)(6) 2022, internal damage to the driveline was discovered. The silicone outer shell of the driveline was also found. This damage was wrapped with rescue tape. The patient was admitted for infection treatment.

Event description:
It was reported that the patient was admitted for surgical intervention due to a chronic driveline infection, and it was discovered that the patient had incurred internal superficial damage to their driveline¿s silastic sleeve. The account communicated that the patient was frequently seen in the clinic with severe driveline rotation/torsion at their former exit site and it was noted that the patient has a history of chronic driveline infection and external superficial driveline damage for over 6 years. The patient remains ongoing and no further events have been reported at this time. Additional information regarding the events was requested from the account; however, no further information has been provided at this time.

Manufacturer narrative:
Section b5: the onset of the patient's infection was reported under MFR. #0002916596-2014-01300. Manufacturer's investigation conclusion: a specific cause for the reported infection cannot be conclusively determined through this investigation. Cosmetic damage to the internal and external portions of the driveline's silastic sleeve was confirmed via images provided by the account. The submitted log file contained data spanning from 15apr2022 at 04:26:22 to 11may2022 at 09:00:52, per the timestamp. No notable alarms or unusual events were captured. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) lists infection as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system and provides instructions regarding preventing infection. This document also discusses damage due to wear and fatigue of the driveline and includes driveline care instructions. The heartmate ii left ventricular assist system patient handbook contains information on caring for the driveline and provides instructions regarding preventing infection. No further information was provided. The manufacturer is closing the file on this event.